Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3093-28, lot# v361580, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) was not working and they were having a lot of problems with it. The patient's health care provider (hcp) told them to see a manufacturer representative. On programs 3 and 4, the patient could turn it all the way up and couldn't feel stimulation. Programs 1 and 2 jolted the patient and it worked fine sometimes, and at times it jolted them and dropped the patient to their knees. They moved the leads because they were touching the patient's spinal cord stimulation leads and were shocking the patient and making them drop to their knees. The patient had 5 surgeries since then to correct issues and couldn't remember the dates. The patient had an ins in each cheek and had an overdose and was in the hospital for 3 days. When the patient went in for surgery, they were fine, but they came out of the hospital and couldn't walk or talk. The last surgery the patient had, the hcp had to leave the lead in because it was attached to muscle and they couldn't take it out. It looked like the knot was sticking out of their back and trying to break through the skin. The patient spoke with a manufacturer representative on (B)(6) 2015 and they had the patient raise stimulation to 5.4v. The patient couldn't feel it, but at times it would drop them to their knees and the patient had a hard time going to the bathroom. The patient was in pain and it was confirmed that the therapy was on. This was due to a sudden change in therapy/symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.